Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received (B)(4). The report indicated that the patient has consistently elevated lactate dehydrogenase (ldh), decreased haptoglobin, increased free hgb, and decreased renal function. The patient also had a power surge 4 days later, to 8.8. The report also stated that prior to the patient being admitted into the hospital, the patient reported a humming sound coming from the pump. Additional information was received from the vad coordinator that the patient was discharged approximately a week later and remains ongoing.

Manufacturer narrative:
(B)(4). The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.